Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. No exterior damage was reported. Error history log review found an invalid syringe size error. The root cause of the reported issue was found to be normal wear. The pump was over 4 years old. Actions were taken to mitigate the reported issue: replaced tapered spring and barrel clamp head screw for preventive. Performed preventive maintenance and all functional tests which passed.

Event description:
It was reported that the pump had an invalid syringe size. No patient injury was reported.